Manufacturer narrative:
The field service engineer indicated that there was an issue with the patient sample. Clarification was requested but not provided. The customer performed calibration and qc successfully. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results from 1 patient on a cobas 6000 e601 module. The initial tni result was 0.481 ng/ml with a data flag. The customer questioned the initial result and repeated the sample. The repeat result was 0.300 ng/ml with flag. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The reagent lot and expiration date were requested but not provided.